Event description:
A patient reported blood glucose results of 257, 167 and 170 mg/gl with a lifescan meter, performed within 10 minutes of each other. Based on statisticl methodology, the caluclated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.